Event description:
Caller reported that t:slim x2 pump battery was not charging despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Customer attempted various solutions, including testing different chargers and cables, without success until assisted with a pump reset, after which the pump began charging, requiring no further assistance.